Manufacturer narrative:
Tip was disposed of by customer.

Event description:
It was reported that during a surgical procedure at the user facility the product had compromised the artery. It was reported that the case was completed successfully, the patient was stabilized, and there was no significant clinical delay.